Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER). Customer experienced a low blood glucose (bg) level of 288 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.